Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that there was a crack on the screen of the insulin pump. His blood glucose was 259 mg/dl, which he treated with the insulin pump. The customer stated the crack was located on the left middle side of the screen. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.